Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: painful mom with concern for elevated metal ions and localized soft tissue issues changes with consistent with a brown bone metal articular debris trunnion was in good shape but did have some trunnions head and liner placed without complication review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00663. 0001825034 - 2021 - 00664. 0001825034 - 2021 - 00665. 0001825034 - 2021 - 01867.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00664, 0001825034 - 2021 - 00665.

Event description:
It was reported that the patient underwent left hip arthroplasty. Subsequently, was revised approximately 11 years later due to metallosis, tissue damage, bone loss, pain, and loss of mobility. Attempts have been made and additional information on the reported event is unavailable at this time.